Manufacturer narrative:
Additional information received indicating the serial number of the pump.

Event description:
Information was received that the cadd duodopa pump has the patient hitting the md button with her arm. Patient in mdo today at 8 am. Nurse confirmed 24 hour lockout is set. Daughter again sent mds message that the elbow hit the md button. The daughter states she can see the md counting down. Daughter states she waited 24 hours for the dose to reset and still did not work. Replacement pump being sent. No reported adverse effects.